Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix 360 could not anchor and fell out. The t1 implant was removed using tweezers. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and t1 implant returned outside the channel with the knot fully open, t2 is fractured off the suture and was not returned. The suture string is frayed and broken. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found a certificate of analysis (coa) is required for raw material and a ftir and gpc test data must accompany the coa. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause for device dislodged or dislocated could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause for break was associated with unintended use of the device. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.